Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient was given a lr bolus during labor. The infusion rate was then programmed under guardrails for a primary infusion of lr at 125 ml/hr. When the stopcock on the set was opened the user heard the pump ¿clicking fast¿ and thought the device was infusing too fast. The stopcock was turned off to the patient and the pump was turned off and removed from the patient quickly so the extra volume infused was very minimal. No alarms occurred. The user was able to replicate the event on a first attempt with a free flow condition occurring but then could not replicate it again. There was no harm to the mother or baby. Inspection of the device by facility staff showed the upper fitment was properly located in the pump, and there was no damage noted to the platen. The back of the module has a crack ¿at the back part on top, not the door.¿ the door closed appropriately with no gap. The pcu has a hairline crack with a piece of plastic missing. The event logs were downloaded but not yet reviewed by the facility.

Manufacturer narrative:
The customer¿s report of the pump module ¿clicking fast¿ and infusing too fast was not confirmed. Physical inspection noted the device to be in fair condition; the instrument seal was intact, the upper door hinge was observed to be chipped and the lower door hinge has a crack, the membrane frame is cracked where the screw is attached and the rear case has various minor cracks and dents. Minor fluid ingress was observed underneath the membrane frame, however this did not interfere with the mechanism assembly. There were no anomalies observed with the primary set. Analysis of the pcu event log shows that on (B)(6) 2016 at 8:22pm the device was programmed to infuse a basic infusion at 999ml/hr with a vtbi of 500ml . Shortly after the infusion was started, the time and date were modified on the pcu to 9:27 pm and (B)(6) 2016. At 9:28am, the rate was changed to 125ml/hr. Approximately 30 seconds later the rate was changed to 999ml/hr. At 9:29am the rate was changed back to 125ml/hr. At 9:31am the rate was again changed to 999ml/hr. Nine seconds later the rate was again changed to 125ml/hr. The starting volume of the fluid container cannot be determined through device logs. During testing, the device did not sound abnormal while it was infusing. It should be noted that the device is a little louder when infusing at 999ml/hr versus infusing at 125ml/hr. Functional testing found the device to be delivering fluid within specification. There were no leaks observed with the primary set. The root cause of the customer¿s report of the pump module ¿clicking fast¿ and infusing too fast was not identified.